Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a blade could not be locked during a surgical procedure on (B)(6) 2015. A substitute blade was available for use. The procedure was prolonged by approximately fifteen (15) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 02.027.033s, pfna blade perf l90 sst, lot number 9294245). The investigation of the complaint pfna blade has shown that the locking screw was placed too deeply inside the blade and, therefore, the blade could not lock anymore. This could happen if the impactor instrument is not attached correctly to the pfna blade and can be screwed into the blade without contact with the thread. A functional test was performed after unscrewing the locking screw from the blade. It was found that the blade is fully functional. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review: manufacturing location: (B)(4), manufacturing date: december 15, 2014 - expiry date: december 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.